Event description:
It was reported that multiple cartridges were cracked and the top part of the cartridge was separated. Reportedly, the cartridges were damaged in the packaging. There was no impact to the user's blood glucose level.